Manufacturer narrative:
On (B)(6) 2021, a phone call was placed to the reporter who stated that the patient was on prophylactic antibiotics and there was no patient injury or impact. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported improper shutdown which was not reproduced through troubleshooting the device. A review of the event history log identified single improper shutdown messages. The cause was not able to determined the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an improper shutdown and restarted multiple times. The reported event was discovered during delivery in the ems transport that started in emergency department. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.